Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The rtos (real time operating system) pcb and gpos (general purpose operating system) pcb were reseated as part of the service event. The system was tested and found to be working as intended and returned to service.